Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient experienced a perforation from the right atrial (ra) lead. One day post implant there was an acute rise in threshold and poor sensing of p waves. Upon chest x-ray the physician suspected an atrial lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.